Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a device was found in safety mode. The boston scientific representative contacted the technical service (ts) consultant to provide guidance. Ts advised the device would need to be replaced. Several attempts to obtain the model/serial of the device, the physician information, and facility information have been unsuccessful. To the best of our knowledge the device remains implanted at this time.